Event description:
A peritoneal dialysis registered nurse (pd) reported during a follow-up response email that the patient's catheter was assessed and found to be dysfunctional due to no outlet drain. The patient was instructed to go to the hospital. The pd catheter was repaired on wednesday, oct 8th. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).